Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device confirmed with the improper shutdown. A review of the event history log revealed "improper shutdown" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged wireless battery module. The wireless battery module required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum infusion pump the device turned off unexpectedly when tested in battery mode. No additional information is available.